Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was "beeping" when they lay on their left side. They also noted that they could "see [their] chest moving", the device "pulses at different beats", and they felt a "thumping in their upper left abdominal area". The patient went to the clinic to have their device checked and the right atrial (ra) lead sensing was unavailable. A x-ray was ordered and it was determined that a ra lead revision was necessary. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.